Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. With a test battery cap, the insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test,prime test, excessive no delivery test and motor test. No motor error alarm was noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No cosmetic damage noted.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error and that it had gone through batteries more quickly than usual. The drive support cap appeared normal. The customer reported that the battery cap was corroded. He did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.